Manufacturer narrative:
Analysis of the pump found a motor gear train anomaly. There was corrosion and/or wear and/or lubrication. There was also a stall due to shaft-bearing. Analysis of the catheter found acceptable testing and the catheter was incomplete and returned in segments. (B)(4).

Event description:
Additional information received reported the patient had to have surgery in december ¿for a faulty pump.¿ it was noted the pump seized and caused the patient to go into the hospital due to withdrawal. It was also reported the patient had "parts sticking out and a lump on it." It was noted a larger pump was ¿put in last time,¿ which caused her to have a lot of grief with her back. It was reported the patient ¿had lethal dosages of morphine¿ in (B)(6) 2013. The pump was being used to deliver morphine. A follow-up report will be sent if additional information becomes available.

Event description:
It was further reported that the hospital was reluctant to release the pump without written permission from the patient. This was being addressed with the patient. However, the hospital was unable to contact the patient and still will not release the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l47426, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient experienced general withdrawal symptoms which included; fever, headache, sweating, diaphoresis, and less than 50% therapy relief. The pump logs indicated that a multiple motor stalls occurred between (B)(6) 2013 with a recovery after more than 2 hours. The cause of the issue was not determined and the issue was reported as not resolved. This required the explant of the device. At the time of the event the patient¿s status was reported as alive, no injury. This device system delivered morphine and clonidine. Additional information has been requested, but was not available as of the date of this report. It was further reported that the cause of the stall was not determined and the patient had not been recently exposed to electromagnetic interference (emi). The patient was receiving effective therapy post the pump replacement. The hospital pathology department still retains the device.

Event description:
Additional information received reported the pump had to be replaced after two years because the pump "stopped working/malfunctioned" and the patient was hospitalized. It was noted the patient had to miss work for the surgery. A follow-up report will be sent if additional information becomes available.